Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The fb15 pin 3 and pin 4 shorting on the pm pcba created the touch screen unresponsive.

Event description:
The customer reported the touch screen is slow and not responding. The customer reported there was no patient involvement.